Manufacturer narrative:
(B)(4). Investigation summary: no sample was available for evaluation. A review of the production record was performed and indicated that the product was made of (B)(4) material. Carefusion has implemented a project plan of a material change to (B)(4) material in the efforts to decrease the likelihood of cracking/shearing. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material. The material of the product for this complaint was manufactured prior to implementation of these corrections.

Event description:
Customer inquired: I am trying to get some information to correct a problem pertaining to our circuits cracking or completely shearing off at the temperature probe port. We are using the airlife isothermal breathing circuit infant mr850. I am aware of the recall back last year which affected the "y" adapter, and we have not had that problem with the circuits since we received a new batch, but all of a sudden this problem pertaining to the temperature probe has occurred. Additional information received on (B)(4) 2013 - the circuit sheared off at temperature probe port. We have had 11 incidents overall. In every case that occurred, all saturation drops and ventilator disconnect alarms were quickly corrected with "no" patient harm noted due to a therapist or nurse at the bedside. Lot #s 0000456465, 0000456466, 0000456469, and 0000458344. Unfortunately, no lot # to report due to package thrown away. The only circuits we have stocked at this time in our pyxis supply bin are lot #s 0000456465, 0000456469, and 0000465222. Additional information received on (B)(4) 2013: customer stated: we sometimes remove the extension inspiratory limb tubing depending on what the inside temperature is set for the baby's isolette which places the temperature probe inside or out of the warmer.

Manufacturer narrative:
(B)(4). Upon further review, it was noted that this medwatch report was inadvertently submitted as an adverse event only. However, it should be submitted as a malfunction as well. (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.